Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) replaced the open/close sensor on drawer 2.2 after the hardware test application (hta) had shown a malfunction in the sensor during troubleshooting. Drawer was tested in the med app without fail and proactive inspection was performed on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was not detected on bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.